Manufacturer narrative:
A preventive maintenance was done on the system . No abnormalities were noted. The root cause could not be identified conclusively. No technical root cause could be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinic manager reported undesirable outcomes following the treatment of second eyes. Additional information requested.